Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptom was redness at the site. It was believed that the infection was not device or procedure related. The patient was given antibiotics (bactrim) and underwent an explant procedure.